Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The connection between the fork and the headlight was grinding during movement, creating risk of detachment of filings. There was no injury reported however we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since grinding could be considered as technical deficiency, and in this way device contributed to event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The problem with the stops rotation is due to a lack of contact area between the stops. These stops realized with screw heads seem to be too short and become ineffective over time. The result is that the light can rotate freely, unplugging the cables and eventually creating some metal fillings. In september 2011, maquet sas has changed these screws in the production line but has not noticed any adverse outcome. Before this date, the screws were a bit longer, hence the stops stronger and should not be concerned by this problem. This issue is followed through the CAPA 464134.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 18th april 2018. Corrected h4 device manufacture date 3rd may 2018.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. The connection between the fork and the headlight was grinding during movement, creating risk of detachment of filings. There was no injury reported however we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination.